Event description:
It was reported that the survey respondent stated no, they were not able to successfully catheterize the patient with the components provided in the tray because patient removed it another reinserted in relation to biocath foley catheter preconnected to 2l bardia bed bag, standard length, french size 16.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be operator error, user related (eg: incorrect catheter size used, insufficient lubricant applied). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent stated no, they were not able to successfully catheterize the patient with the components provided in the tray because patient removed it another reinserted in relation to biocath foley catheter pre-connected to 2l bardia bed bag, standard length, french size 16.

Event description:
It was reported that the survey respondent stated no, they were not able to successfully catheterize the patient with the components provided in the tray because patient removed it another reinserted in relation to biocath foley catheter pre-connected to 2l bardia bed bag, standard length, french size 16.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.